Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, pollen filter, and power cord were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, pollen filter, and power cord were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. The trilogy interface board was sent to the philips product investigation lab for further testing. The lab technician determined that the interface board worked as designed. The lab technicians could not confirm any issues related to the nurse call connector on the interface board. The interface board passed nurse call testing at the trilogy test station. The repair test failures could not be duplicated by the lab technicians.